Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and an alarm log review were performed. During the visual inspection, it was identified that the sensor board was damaged. The cause of the damage could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged sensor board. No additional information is available.